Event description:
It was reported to lifecell that the strattice device was used for parastomal hernia repair. The pt developed an allergic reaction that was expressed in the form of a generalized rash and hives. This complaint was originally evaluated as being due to the pt's pre-operative condition including a history of irritable bowel syndrome which may be related to an autoimmune response, and a non-specific reaction. Lifecell is now reporting this event as a serious injury, requiring medical intervention. No malfunction of the device is noted. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of info reported to lifecell. Review of the device history records. Query of lifecell's complaint mgmt database for other complaints reported against this lot. Results of eval: review of the device history records resulted in no remarkable findings. (B)(4). Conclusion: based on internal investigation, the device met qc release criteria. Lifecell is now reporting this event as a serious injury, requiring medical intervention. No malfunction of the device is noted.